Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported exchange sheath splitting issue was confirmed as the device was received with flex-guide carving, which originated at the proximal-end of the flex-guide and continued distally to the termination point of the exchange sheath split location. It should be noted that the starclose se instructions for use states under the closure procedure section that while maintaining apposition of the locator wings on the anterior surface of the arterial wall and keeping the flex-guide straight, advance the thumb advancer using the pad of the right thumb until the number three appears in the number window. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after an unspecified procedure, arteriotomy closure was attempted of the left common femoral artery using a starclose se device. Reportedly, during thumb advancer/exchange sheath splitting, a lot of resistance was felt halfway through deployment and it was noticed that the exchange sheath was splitting unevenly. The safety release was activated, which released the device from the patient anatomy. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.